Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture and residue on lens. Visual inspection found one haptic torn. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -2.50/+1.0/103 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient experienced a refractive change overtime. The surgeon implanted another same model/length but different diopter lens and the problem was resolved.